Manufacturer narrative:
Additional product codes gfa, gff, hsz. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during coronoid fracture using modular hand 2.0mm module, the drill bit stryker broke. The fluted portion of the drill was disposed. The shaft of the drill remained in the stryker power attachment. It is unknown if the drill bit broke in the bone or before insertion into the bone. The drill bit was not used in tandem with a drill guide which may have allowed the drill bit to deform under the drills high revolution per minute (rpm). A new drill bit was selected to finish the procedure. Fragments were generated from the broken device and were removed. There was a surgical delay of an unknown duration. Procedure was successfully completed. Patient outcome was as expected. Concomitant device reported: unknown drill bit (part# unknown, lot # unknown, quantity 1), unknown module (part# unknown, lot # unknown, quantity 1). This report is for one (1) 1.5mm drill bit stryker j-latch/75mm. This is report 1 of 1 for (B)(4).